Event description:
A customer reported that their pump screen was dark and would not turn on. As a result, the customer's blood glucose level exceeded 500 mg/dl, showing a "high" reading; however, they managed the situation by administering a correction injection via multiple daily injections (mdi). Technical support determined that the issue was with the pump, which did not respond to troubleshooting steps, and arranged to send a replacement pump with updated software. The customer was informed about the return process for the malfunctioning pump, and instructions were provided for transitioning to the new equipment. Customer reverted to an alternate method of insulin therapy.